Event description:
As reported by the user facility: pump alarming 'upstream occlusion' despite repositioning and reloading. Fluids ran wide open without issue off the pump and when tubing loaded to a different pump, no alarm sounded and pt received fluids. Potential for injury r/t unable to infuse fluids as ordered via pump.